Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 425 mg/dl. The customer stated that the buttons are real slow to respond and it hung up and started scrolling. The customer stated that he bloused this morning but it did not alarm. The customer stated that he took his sugar and tried to use the pump but it was acting funny. The customer stated that the act button, both arrows and the escape button were not responding. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No unexpected numbers scrolling during testing noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner, scratched reservoir tube window and missing end cap sticker.